Manufacturer narrative:
An event of high gradient and cardiac insufficiency was reported. Morphological and histopathological examination confirmed the reported calcification. All three leaflets contained calcifications and associated tears, immobilizing them. All three leaflets were also fibrotically thickened. Leaflets 1 and 3 both contained fibrous pannus ingrowth on their outflow surfaces and were previously resected to remove tissue from their free-edges. No acute inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the calcification could not be conclusively determined; however, calcification is a known issue of tissue valves, and the reported high gradient and cardiac insufficiency are consistent with the leaflet immobility resulting from calcification.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted in a patient with a history of aortic regurgitation. At surgery there was no calcification noted in the native annulus. In addition to the avr, a concomitant procedure was performed with a 28mm j-graft for the dilated st junction noted. Years after surgery, the aortic pressure gradient was noted to be increased. In (B)(6) 2018, the patient presented with cardiac insufficiency, high gradient, and the patient's condition continued to deteriorate. On (B)(6) 2018, the valve was explanted and replaced with a 23mm inspilis resilia edwards. Upon explant of the trifecta valve, calcification was noted as well as during explant, the leaflet, sewing cuff and stent post were damaged. The patient is reported to be stable.